Event description:
Caller reported a malfunction on the pump, identified as malf 0, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer was provided with instructions to switch to manual daily injections as a backup therapy and advised on storage mode procedures for returning the malfunctioning pump. The customer acknowledged the steps and was sent a replacement pump with updated software by customer technical support, who also confirmed their shipping address and facilitated the return process of the original device.